Event description:
It was reported to ge that a pt with gi bleeding was placed on the table. The customer was getting ready to start the case and the lc display started to flash and they could not move the gantry. The pt subsequently expired.